Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2022-01080 and 2017865-2022-01081. During an in clinic follow up, an increased threshold, high pacing impedance and a loss of sensing was noted on the right ventricular (rv) and left ventricular (lv) leads. An x-ray was performed and revealed dislodgement of both the rv and lv leads. The rv lead was explanted and replaced. The lv lead was explanted and during the replacement of the lv lead, it was noted the guidewire was unable to advance in the new lv lead. The lv lead was explanted and replaced to resolve the event. The patient was stable.

Event description:
Additional information was received indicating the increased threshold resulted in a loss of capture.

Manufacturer narrative:
The reported events were lead dislodgement, high pacing lead impedance, loss of capture and sensing. As received, a complete lead was returned in one piece with the helix fully extended. The measured full helix extension length was within specification. The reported events of high pacing lead impedance, loss of capture and sensing were not confirmed. Visual inspection of the lead did not find any anomalies except for procedural damages. Electrical testing did not find any indication of conductor fractures or internal shorts.